Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported events were unable to be confirmed as no applicable procedural imagery was provided and no product was returned for evaluation. In this case, there was no allegation a device malfunction contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As mentioned in the reported information, there was difficulty tracking the delivery system, which required an atrial loop to overcome. In this case, patient had a challenging anatomy. Patient or procedural factors such as tortuosity of the ivc or guidewire positioning can create challenging paths for the delivery system, which can lead to suboptimal angles for delivery system during deployment leading to the difficulties noted. Furthermore, the atrial loop maneuver to facilitate the advancement of pds led to the device interacting with the alterra prestent and subsequently displacing the prestent distally. A definite root cause was unable to be determined. However, patient (tortuosity) and/or procedural factors (malpositioned guidewire) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 valve with alterra pre-stent in the pulmonic position. The initial alterra was placed in the intended and appeared stable.. The 29mm sapien 3 valve was prepared utilizing pulmonic delivery system (pds). There was difficulty with advancement of the pds, therefore, a right atrial loop was attempted and this manuever displaced alterra stent distally, to the backwall of the mpa. The decision was made to place a second alterra in tandem and was successfully performed. The same sapien 3 valve and pulmonic delivery system was then advanced to the 2nd alterra and the valve was successfully delivered. Post implantation, hemodynamics were performed and there was no gradient from pa to rv and no branch pa gradient r l. Angiography revealed no para alterra regurgitation and there was no pvl within. The procedure was completed and the patient was transported to the post-op area in stable. Condition. Patient has been having marked ventricular arrhythmia. On high dose metoprolol and flecanide. The proximal graft (alterra pre-stent) has to be irritating the rvot. Alterras were well interdigitated and had not migrated proximally to the rvot.